Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of fraying of the cable. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys did not exhibit any damage. The housing was removed from the back end, no damage was found. The instrument has 2 uses remaining. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observation not reported by site: the instrument was found to have damage of the conductor wires insulation. The instrument passed an electrical continuity test. The conductor wires are exposed however, the insulation is only lifted, and no pieces are missing. The wires show no signs of breakage. No thermal damage was found. This root cause of the damage insulation is typically attributed to a component failure. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 470405-06/(B)(4) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2021 on system sk2402, with 2 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar was found to have a frayed cable. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with initial reporter and obtained the following information: the reporter mentioned that the fraying of the cable was noted after washing in sterile processing department (spd). No further information was available with regard to the instrument.